Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope received a b30 scope communication error. It was reported that there was no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. There was image and no b30 scope communication error received. The device evaluation found the insertion tube had a couple buckled and failed ring gauge, the distal end glue had scratches and lifting, and the charge-coupled device shrink tube was split and cut at the bending section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the charged coupled device (ccd) was damaged by physical stress that was applied to the insertion section during user handling. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities. The event can be prevented by following the instructions for use (IFU) which state: - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result. Olympus will continue to monitor field performance for this device.